Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the imaging system would not power on and the fuses were blown. The fuses and din rail assembly were replaced and the issue was resolved. The din rail assembly has been received by the manufacturer, although analysis has not yet been completed. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system fuses were blown. The fuses were replaced and the issue was resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
The din rail assembly was returned to the manufacturer for analysis. All fuses passed continuity testing. Before applying 21vdc between contacts 7 and 10, 12.1 ohms was measured. This was as expected. The component was energized, there was an audible click as the relay closes and between contacts 7 and 10, and 0.02 ohms was measured. This was as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.